Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system passed the system checkout and was found to be fully functional. No parts were replaced. Images of the exam details and registration were received and reviewed. The patient exam was only a few days old, but it did have overlap with slice thickness being 2x the spacing. The trace pattern registration covered a large area and covered unique anatomy of the nose. It was noted that the patient was older with some loose skin. The cause of the inaccuracy was unable to be determined based on review of the exam and registration. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sinus biopsy procedure. It was reported that the physician alleged a 1-2 millimeter inaccuracy that occurred during the case. The registration went fine, and the instruments tracked well. The physician stated that the instruments were accurate when they were outside of the sinuses, but tracking was allegedly off by about 1-2 millimeters once the surgeon entered the sinuses. There was no surgical delay due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
Device evaluation: a software investigation was initiated but was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.